Event description:
The customer reported a charger failed error message, and a bad smell. Both issues were attributed to bad batteries. This error resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.